Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off-necrosis (won) during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2023. During the procedure, the stent could not be deployed. The procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the stent was partially deployed.

Manufacturer narrative:
Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. An axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed. The control hub was detached and was not returned. No other problems were noted to the stent and delivery system. Taking all available information into consideration, the investigation concluded that the reported events and observed failures were likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, the technique used by the physician trying to deploy the stent, limited the performance of the device and contributed to the reported events and the observed failures. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.